Manufacturer narrative:
Visual analysis found that helix length was out of specification; elongated helix is consistent with having occurred during procedure. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the leadless pacemaker (lp) exhibited a stretched helix during mapping. The physician removed and replaced the lp. The patient was in stable condition.